Event description:
It was reported that a user of the ilet bionic pancreas experienced an unexpected blood glucose of 293 mg/dl without a known cause and was advised to start troubleshooting by changing the infusion set. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms, and user-led troubleshooting and education. Investigation included complaint intake and user troubleshooting guidance. Investigation of this case revealed no device alarms and no device malfunction reported, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.